Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1, a4: patient initial and weight was not available. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that upon the final spin l4 one screw was lateral and the threads of the screw were outside of the vertebral body. The surgeon did not reposition the screw, however it breached, and the spin did not reflect trajectory of the screw or navigation. There was no delay or impact on patient outcome. Additional information received from a manufacturer representative reported that the cause of the deviation was not determined. The drill was used to potentially eliminate skiving and there was no soft tissue pressure present due to the percutaneous nature of the tools. The deviation was less than 3.5 mm. The surgeon determined that the deviation was clinically acceptable and no revision was required.